Event description:
It was reported that the patient felt shortness of breath. An interrogation of the implantable pulse generator (ipg) device observed an electrical reset had occurred. The device was reprogrammed to the original parameters. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).